Manufacturer narrative:
Investigation completed on 01/26/2018. One (1) unit was received for evaluation without the original package. An evaluation of the manufacturing process steps was made and it was found that during the assembly of the fitting suction canister, rtv adhesive is used. The mark attached in the paratubing was similar to the rtv adhesive. A simulation was made adding rtv adhesive to the paratubing to compare if the defect was similar to the deformation in returned unit. This simulation confirmed that the event reported (deformation) was very likely to be rtv adhesive in the paratubing. Device history record (DHR) of manufacturing fg lot # 1165396 was reviewed and no anomalies were reported during its manufacturing process. Nonconformance, scar, and CAPA reports were also reviewed, but no similar conditions have been reported in cusa manifold tubing products or paratubing component since december 2015. The condition described as ¿deformation on the tube¿ was confirmed with the evaluation of the returned unit. The simulation performed during the failure analysis indicated that the deformation possibly is rtv adhesive. The possible root cause is related to an improper handling during the fitting suction canister assembly. As per procedure, the manufacturing personnel assemble the fitting suction canister with rtv adhesive. It could be possible that inadvertently part of the adhesive remained in the paratubing. There are process controls in place to prevent this defect and an awareness training to the manufacturing personnel was provided to reinforce the importance of these inspections.

Event description:
It was reported that on (B)(6) 2017 there was a deformation noted on the tube after opening and unpacking the c3601 cusa excel 36khz tubing set. There was no known patient injury. Further information from the customer was requested regarding the event.